Event description:
The patient was having right shoulder arthroscopic debridement, subacromial decompression, distal clavicle resection, open rotator cuff repair, and open biceps tenodesis, right shoulder. The surgeon made a 4 cm incision across the anterolateral aspect of the shoulder. Dissection was carried through the subcutaneous tissue and the anterolateral border from the acromion was opened as was the deltoid split between the anterolateral heads. The rotater cuff tear was identified. The surgeon took a bur and debrided the bone to allow good bleeding. The surgeon then used pull stitches to mobilize the rotator cuff. Once the bur was used, it was noted that it left tiny pieces of metal in the patient's shoulder.